Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) battery exhibited only 13% remaining longevity and increased power consumption. The s-ICD was subsequently explanted and replaced to resolve the event. Boston scientific technical services was contacted and provided remote device data which confirmed the increased, abnormal power consumption, consistent with hydrogen degradation of a component. It was indicated the device will most likely not be returned for evaluation. The patient was stable with no additional adverse effects.